Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutting down. It was also reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed via correction injection and correction bolus. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port not charging issue was verified, but the battery not holding charge issue could not be verified.